Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown liner-unknown, unknown-unknown stem-unknown, unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01251. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
T was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.